Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer's mother stated that they she did not have the serial number at hand to verify the customer's insulin pump. The customer had already changed the reservoir set but does not want to send it back for analysis. The mother was informed to call the help line if the issue occurs again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.